Manufacturer narrative:
Additional information (06-november-2017): the patient was also evaluated for insulin-like growth factor on (B)(6) 2017 resulting as 302.0 ng/ml and 315.0 ng/ml respectively. Additional information (27-november-2017): a new sample draw was obtained from the patient and was tested with the immulite 2000 calcitonin assay in replicates of five and the results were reproducible. A siemens headquarters support center (hsc) specialist reviewed the event data. The customer had variable results when testing the original sample draw from the patient with the immulite 2000 calcitonin assay on two different instruments. Centrifuging the sample did not eliminate the variability. When the customer tested another sample draw from the patient with the immulite 2000 calcitonin assay the results were reproducible. So the reproducibility issue with the original sample was specific to that sample draw and not specific to the patient. The tube type is unknown, therefore, it could not be assessed whether an ingredient in the tube was causing an issue. The customer runs 3,500 immulite 2000 calcitonin tests per month and this was the only sample with the issue. The cause of the issue could not be determined, however, there appears to be something in the sample that is interfering with the assay. Based on the available information the immulite 2000 calcitonin assay is performing as intended. No further evaluation of device is required.

Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the event data. The hsc specialist stated that the imprecise results would indicate a matrix issue or particulate matter in the sample. The customer's process for centrifugation may be insufficient to prevent particulate matter from interfering with the immulite 2000 calcitonin assay. The hsc specialist recommends that the customer centrifuges the sample for 15 - 20 minutes at 1,000 x gravitational force (g) to reduce the chance of particulate matter interfering with the assay. At 300 revolutions per minute (rpm) the radius of the customer's centrifuge would have to be 10,000 millimeters (mm) to reach 1,000 x g. A siemens technical application specialist (tas) was dispatched to the customer site. On (B)(6) 2017, the tas had performed centrifugation for sample in question for 15 minutes at 1000 x g and the results were still imprecise. The cause of the imprecise calcitonin results on one patient sample is unknown. Siemens is investigating the issue. Mdrs 2247117-2017-00113, 2247117-2017-00114, 2247117-2017-00116, and 2247117-2017-00117 have been filed for the same event.

Event description:
Imprecise calcitonin results were obtained on one patient sample upon initial and repeat testing on an immulite 2000 xpi instrument and when compared with alternate immulte 2000 xpi instrument. It is unknown, which result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the imprecise calcitonin results.